Manufacturer narrative:
Pump received with loose/protruded drive support disk. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Pump passed displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a compromised force sensor system. There were some compromised force sensor system alarms in the alarm history. The customer¿s blood glucose level was unknown. No further details were given. The device will not be returned for analysis.